Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified inner shunt forearm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified inner shunt forearm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure. The device was returned and analysis completed on 31mar2023. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.